Manufacturer narrative:
Component code: g01003. A review of tickets found no other similar complaint for alinity c total bilirubin lot 58586uq11 and no trends were identified for false elevated results. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the total bilirubin reagent, lot 58586uq11.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin on alinity c processing module for one patient. The results provided were: on (B)(6) 2021 sid (B)(6) =7.4 mg/dl /repeated on (B)(6) 2021=0.7 mg/dl. Laboratory reference range for total bilirubin=0.2 to 1.3 mg/dl there was no reported impact to patient management.